Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that they experienced high blood glucose level of 422 mg/dl. The customer experienced different blood glucose level of 278 mg/dl. The customer was treated with manual injections. The customer did not provide details regarding symptoms of their high blood glucose episodes. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Auto mode feature was not active and automatically adjusting insulin at time of high blood glucose event. Troubleshooting was declined by the customer for high blood glucose level. The insulin pump will not be returned for analysis.